Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were out of the country in mexico and their continuous pump flow was working, but they hadn't been able to bolus in 3 days. The patient said that the pump was bad about flipping around and not staying in the pocket, so they tried turning the pump over, but they still couldn't bolus. The patient stated that the pump ¿always flipped when they got in a certain position or whatever¿. The agent had the patient attempt to connect to the pump, and they saw ¿no device found¿. The patient said that sometimes it took a few minutes to find the pump. The agent reviewed the screen meaning with the patient. The patient stated that they had turned the handset off and back on several times, but they still couldn't connect to the pump. The agent reviewed with the patient several times that the handset and communicator were connected to each other, but their pump wasn't being seen by the external equipment as the patient kept getting ¿no device found¿ throughout the call. The patient stated that they had hyperbaric treatments done, but they weren't going through withdrawal, so they didn't think that those treatments affected the pump. The patient said they were not hurting much more. The patient included that they had really bad knees and they had a knee surgery done, but their knee was really killing them. The agent redirected the patient to their healthcare provider to further address the issue. The patient then stated that they had an appointment scheduled on april 7th with their pump managing physician.

Event description:
Additional information was received from the healthcare provider (hcp). The patient currently receives fentanyl (5000mcg/ml at 495mcg/day) and bupivacaine (15mg/ml at 1.485mg/day) after receiving a dosage increase at a recent appointment. The patient had an appointment (B)(6) 2026 with their hcp for a pain pump adjustment. The patient had presented stating their personal therapy manager (ptm) would not connect to their pump. The hcp also tried to connect and was not successful. The hcp unpaired and attempted to repair, but it would not connect. The hcp disabled the ptm and increased continuous dose as the patient had not had access to their ptm for 2 weeks. A contact was notified to get the patient a new one. The patient's alarm date is now (B)(6) 2026. The patient's session report from (B)(6) 2026 indicated the patient's myptm is now disabled and their continuous dosage was increased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.